Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter name and address: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint was received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was defective. The issue was observed after the iol was implanted into the patient's right eye. The iol was removed and replaced in the initial surgery. There was no sutures, no incision enlargement and no vitrectomy required. The procedure was completed successfully with the back-up iol. The patient was doing perfectly when discharged. The iol is not available for return. No further information received.

Manufacturer narrative:
Correction: in reviewing the initial MDR, it was noticed that section h6: investigation findings was inadvertently not included; therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: investigation findings: 213 - no device problem found. The code provided in the initial report 3221 no findings available is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.